Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 484 mg/dl causing diabetic ketoacidosis. The customer mentioned that they had issues with the adhesive tape of their sensors. The customer did not mention any treatment to their high blood glucose levels and did not trouble shoot the issue with the insulin pump nor the senors. The products were not returned for analysis.